Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the vitrectomy function was working only intermittently. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pneumatics module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The replaced pneumatics module was received for evaluation. A visual evaluation of the sample showed no obvious nonconformity. The module was connected to a calibrated system. The vitrectomy function was tested by running the 5000cpm and 7500cpm for one hour each. No problem was observed during the test. The pneumatics vitrectomy function was found to meet alcon specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event cannot be determined conclusively. (B)(4).